Event description:
In late 2008, inratio> reading extremely high; repeated process and then the results were extremely low 51.9; 5.2. Same day, meter gave 5.2, lab gave 6.7 one day apart on same patient.

Manufacturer narrative:
Investigation pending.